Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2012-05719. It was reported the patient is experiencing pain at the ipg site and in her left leg. It was also reported the patient is not receiving adequate coverage. The patient may undergo physical therapy to help resolve the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.